Event description:
The pace/sense portion of this lead was capped and replaced with a brady lead due to loss of capture. There were no adverse patient side effects reported. The rest of this lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.